Event description:
Patient enrolled in a prodisc-c clinical study was randomized to an acdf procedure at level c4-c5 with plate and screws on (B)(6) 2004. Patient experienced biological failure of fusion and went on to pseudoarthrosis at c4-c5. Patient also complained of severe neck pain along with occipital headaches and was returned to the or (B)(6) 2004. The plate was removed at c4-c5. Patient revised to plate and screw fixation with autograft. This is 1 of 2 reports for this event.

Manufacturer narrative:
After review of file it was decided to add this event. Related to medwatches; 2520274-2012-00291, 2520274-2012-00298 and 2520274-2012-00311. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.